Manufacturer narrative:
.

Event description:
A report was received that an hcw experienced headache, nose irritation and eye tearing during contact with cidex opa. Hcw comes in contact with cidex opa four hours/day twice a week. She has no known allergies. She did not seek medical attention or treatment. She wore personal protective equipment. It was stated that the room has no humidity control and one exhaust system, but no info was provided regarding air exchanges.